Event description:
The surgeon reported the pt's intraocular lens (iol) subluxated one day following implant surgery. The pt's iol was explanted and replaced at that time. It was reported the pt's capsulorhexis was not intact. Surgeon stated he is not blaming the iol. The pt was reported as doing fine. Add'l info has been requested.

Manufacturer narrative:
The explanted lens was returned for eval. The product was damaged. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the lens, a measurement of the lens power was not possible. Product history records were reviewed and all documents indicate all products met release criteria. There are no similar reports in the lot. Add'l info was requested on 12/13/06 by mail and fax and on 1/2/07 by phone.